Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet bionic pancreas, with a lowest reported glucose value of 54 mg/dl and system alerts indicating an urgent low soon; troubleshooting and education were completed and a training link was provided, and the user treated with oral glucose. Symptoms included signs and risks consistent with hypoglycemia. Outcomes included transient functional limitation requiring self-treatment without medical intervention or hospitalization.

Manufacturer narrative:
Investigation included complaint intake review, user troubleshooting, and provision of product use education. Investigation of this case revealed no device malfunction and an undetermined cause for the hypoglycemic events. It was concluded that the event was user-experienced hypoglycemia with cause unclear and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.